Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06171, 2017865-2020-06173, 2017865-2020-06184. It was reported that the implantable cardioverter defibrillator (ICD) had eroded through the patient's skin and an infection was suspected. The ICD and leads were explanted. There was bleeding at the incision site but no complications. The patient was stable.